Event description:
A malfunction alarm was reported by the customer, identified as malfunction code 0. Customer stated that no notable events occurred prior to the malfunction and was unsure or declined to answer whether their blood glucose level exceeded 500 mg/dl. Therefore, there was no reported impact on the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was instructed to continue using the pump and to call back if the malfunction reoccurred, which they acknowledged and understood.